Event description:
On (B)(6) 2014, the patient¿s pump was being refilled. The patient was an in-patient at the time. The actual residual volume (8.5 ml) was greater than the expected residual volume (4.1 ml). The patient was new to the hcp (healthcare professional). The pump logs were checked and appeared normal; seven logs appeared at the previous refills which were done in (B)(6) 2013, (B)(6) 2014 and (B)(6) 2014. The pump eri (elective replacement indicator) was 9 months. It was difficult to assess if the patient was having any symptoms. The pump was delivering lioresal. On (B)(6) 2014, it was reported that this reporter had not been updated on any patient symptoms and was assuming that the patient was receiving effective therapy as she had requested notification if there were issues. On (B)(6) 2014, the hcp (healthcare professional) reported that the cause of the volume discrepancy was unknown. The patient was not symptomatic. The patient had a uti (urinary tract infection), sepsis, and seizures. On (B)(6) 2014, it was clarified that the patient had an underlying seizure disorder (present prior to pump was implanted) and they felt that the uti/sepsis triggered some of the seizures. The uti/sepsis were not due to the pump or medications within the pump. As far as this hcp knew, the patient has not experienced any negative effects from the pump therapy; there were no reports of symptoms related to the volume discrepancy that was reported. On (B)(6) 2014, it was reported that the pump and catheter were explanted as the patient was septic. The physician was unsure of the source, but thought it may have been caused by the pump. The devices were functioning fine at the time of explant. A new device system was implanted on (B)(6) 2014. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Product ID 8709, lot# l57098, implanted: 1998 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).